Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional three proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement at two access sites, one in the right common femoral artery and another in the left common femoral artery, was attempted with two proglide devices at each access site using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, resistance was felt during removal of the first proglide device, the foot plate did not fully retract after the lever was returned to its original position causing perforation of the vessel. The device was not attempted to be removed from the anatomy against resistance it was removed surgically. A second proglide device was attempted but again resistance was felt during removal due to the foot plate did not fully retract after the lever was returned to its original position causing perforation of the vessel. The device was not attempted to be removed from the anatomy against resistance it was removed surgically. The same issue occurred with two other proglide devices in the other access site. No device separation occurred with any of the proglide devices. The sheath size was upsized to greater than 8f and the evar procedure was completed. Vessel damage was repaired surgically and hemostasis was achieved via surgery with general anesthesia at both access sites. There was a reported clinically significant delay in the procedure or therapy. The patient was stabilized in the intensive care unit. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿resistance was felt during removal¿ could not be replicated in a testing environment as it was based on operational circumstances. The reported ¿foot plate did not fully retract after the lever was returned to its original position¿ was not confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effect of perforation of vessels is listed in the electronic perclose proglide instructions for use as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na